Event description:
Reported via medwatch. It was reported that pericardial effusion and pericarditis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device and delivery system (wds) was selected to be used. After an hour of patient recovery, a follow up ultrasound was performed, and it was discovered that the patient developed a pericardial effusion. The patient had a small pericardial effusion from the start, but it got much larger after the procedure, the effusion was noted around the left ventricle. The pericardial effusion was treated by performing pericardiocentesis. The patient is doing fine and was already released.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.